Manufacturer narrative:
This report is for an unknown tfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Reporter is a synthes employee. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the patient underwent revision surgery for the removal of an unknown tfna nail. It is unknown when the nail was originally implanted in the patient. The procedure was successfully completed. The patient outcome was positive. There is no further information available. Concomitant device reported. Unknown nail head element (part# unknown, lot# unknown, qty1). Unknown end caps (part# unknown, lot# unknown, qty1). Unknown screw nail locking (part# unknown, lot# unknown, qty1). This report is for (1) unknown tfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: d4, d10, g1, h4. Investigation summary visual inspection: the tfna fem nail ø9 le 130° l235 timo15 (part# 04.037.945s,lot# h457316 qty# (B)(4)) was returned and received at us cq. Upon visual inspection, it is observed that the nail was broken into two pieces at the locking screw hole region. The surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to it being post-manufacturing damage. Document/specification review: no design issues or discrepancies were found during this investigation. Complaint confirmed? Yes. Investigation conclusion: the complaint is being confirmed for the tfna fem nail ø9 le 130° l235 timo15 (part# 04.037.945s,lot# h457316 qty#(B)(4)). A definitive root cause could not be identified for the reported issue with the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 04.037.945s. Synthes lot # h457316. Supplier lot # n/a. Release to warehouse date: 22 sep 2017. Expiration date: 01 sep 2027. Manufacturing location: monument . No ncr's were generated during production. Device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: d1, d9, h3, h6.

Event description:
It was further reported that the peg broke. The revision surgery was a hip arthroplasty.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 04.037.945s. Synthes lot: (B)(4). Supplier lot: n/a. Release to warehouse date: september 22, 2017. Expiration date: september 01, 2027. Manufacturing location: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the tfna fem nail ø9 le 130° l235 timo15 was returned and received at us customer quality (cq). Upon visual inspection, it is observed that the nail was broken into two pieces at the locking screw hole region. The surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. Dimensional inspection: dimensional inspection of the relevant feature of the received device was not performed at cq due to it being post-manufacturing damage. Document/specification review: the following drawing(s) was reviewed: -ti cannulated trochanteric fixation nail - advanced, 130 deg (current and manufactured to) no design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint is being confirmed for the tfna fem nail ø9 le 130° l235 timo15. A definitive root cause could not be identified for the reported issue with the available information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.